Manufacturer narrative:
Serial / lot number and UDI not known at the time of filing. (B)(6). No device was returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the last case this navigation system was used on, all the straight suctions would all verify with a distance to divot value of >=1. The site then used the same instruments and system for a case today and the straight suctions were verifying at 2.3 - 2.5. It was stated by the rep that the environment is identical, just different patients. It was noted that the emitter is placed well above the patient by about 1.5 - 2 inches, the patient tracker, which is in the middle of the patient's head, is dead middle of the tracking details. Emitter and axiem box never gave red status of lost tracking during case. All the other instruments are verifying consistently and the instrument trackers were switched out, but the same behavior was witnessed. After checking the eminterface, all the fields checked out as ok and when the site went into instrument port 1 (straight suction port) it was actively navigating with the coils returning ok status. Axiem box and emitter functioning as intended. There was no impact on patient outcome and no delay to the procedure.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the last case this navigation system was used on, all the straight suctions would all verify with a distance to divot value of >=1. The site then used the same instruments and system for a case today and the straight suctions were verifying at 2.3 - 2.5. It was stated by the rep that the environment is identical, just different patients. It was noted that the emitter is placed well above the patient by about 1.5 - 2 inches, the patient tracker, which is in the middle of the patient's head, is dead middle of the tracking details. Emitter and axiem box never gave red status of lost tracking during case. All the other instruments are verifying consistently and the instrument trackers were switched out, but the same behavior was witnessed. After checking the eminterface, all the fields checked out as ok and when the site went into instrument port 1 (straight suction port) it was actively navigating with the coils returning ok status. Axiem box and emitter functioning as intended. There was no impact on patient outcome and no delay to the procedure.